Manufacturer narrative:
(B)(4). Brand name: unknown but referred to as celect filter. Rpn and lot number were not provided, therefore, the investigation of device history record has not been possible. However, nothing indicates the device was not manufactured according to specification. As no device, imaging studies or hospital or medical records have been available, the investigation is limited to the allegations in the litigation. Consequently, based on very limited information it is difficult to comment on the alleged filter perforations. The exact root cause for the alleged filter perforations cannot be determined based on the limited information provided. The instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. Monitoring of similar reports will continue.

Event description:
Description according to claimants attorney: it is alleged that "on (B)(6) 2012, pt was admitted to (B)(6) emergency room complaining of right flank pain. It was allegedly discovered that the celect had "multiple limbs penetrating the wall of the inferior vena cava. One limb of the filter appeared to have penetrated the right ureter and another limb appeared to have penetrated the duodenum. On (B)(6) 2012, pt underwent an "exploratory laparotomy" and open cavogram with removal of the ivc filter and repair to his duodenum". Patient outcome requested but not provided.